Event description:
A total hip arthroplasty was revised because of a fracture in the modular stem prosthesis.

Manufacturer narrative:
Unable to investigate report as specific info was not provided.

Manufacturer narrative:
Engineering evaluation noted that the fracture initiation appears to have occurred in the discolored region on the lateral aspect of the distal taper, generally the area of maximum stress. Emanating from this region on both fracture surfaces are "beach marks", which are consistent with the expected appearance of crack propagation.

Event description:
Revision of hip components due to a fracture.